Event description:
On march 1, we had a pt for cbc that demonstrated very high hemoglobin and hematocrit values, and low platelets on a sysmex xs-100i hemaology analyzer. His values were verified by repeated analysis. The results were deemed critical and the clinician was notified by phone call and a copy of the report was sent to the floor. The pt was subsequently sent to the medical center emergency room. On friday, march 2, the clinician provided me with the medical center's cbc report which was basically normal. After seeing this, we pulled the specimen from thursday, and reran it on our analyzer again. The results were now normal, very similar to the report from the medical center, with which we had excellent correlation during our validation process. Sysmex was called immediately, and all result copies were faxed to their regulatory compliance division. Follow-up conversations were held with 2 representatives from sysmex and a full investigation and report were requested to explain the disparity of results on the two consecutive days. On monday march 5, a service tech from sysmex arrived and tested the instrument for several hours. His studies included precision, calibration, controls, and service. He suggested maybe a clot was involved but the instrument gave no flags to this effect. He filed his report and then we rec'd the response from their compliance dept on april 23 - 7 weeks later-. They cited messages of exceeded linearity, low reliability, and that their analyzer is only a screening device. They gave no reasons as to why the sample was normal when tested one day later. We were having a lot of problems with extraneous flags at that time, so many that it was filling our lis with messages that were not true when we investigated them, and so we had to screen out the messages from entering the lis. We have subsequently rec'd a harness retrofit bulletin from sysmex detailing this flagging problem. This combination of events resulted in the cautious events leading to the pt referred to the ER.